Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that the patient's ins was going to be explanted due to irritation from the battery pack. The surgeon told the patient's family that the ins would be removed, but the leads would remain implanted. The caller indicated that the irritation started in the last month or two. The purpose for leaving the leads implanted is unknown at the time of this report. Patient status is unknown at the time of this report. The caller mentioned an unrelated MRI during the call and guidelines were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.